Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, "early or late postoperative infection and allergic reaction." This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2015-04163 / 04167).

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6), 2010. Subsequently, the patient was revised on (B)(6), 2014 due to unknown reasons. The patient is scheduled for another revision procedure on an unknown date due to a nickel allergy. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2014 due to unknown reasons. The patient is scheduled for another revision procedure on an unknown date due to a nickel allergy. No further information has been provided.